Event description:
It was reported that the patient was not able to charge the implantable pulse generator. The patient underwent an implantable pulse generator replacement procedure wherein a magnetic resonance imaging (MRI) compatible implantable pulse generator was implanted. The patient was doing well postoperatively and the explanted implantable pulse generator was not returned due to hospital policy.